Manufacturer narrative:
Rf pic failed self test alarm and high stop current due to faulty connector radio frequency board. Device passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device received with broken battery tube threads and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was 243 mg/dl at the time of the incident. Alarm did not occur during the rewind and prime sequence. Assisted customer in performing a self test which was failed. Error table indicates the pump should be replaced. The insulin pump was cracked. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The insulin device will be returned for analysis.